Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo mesh device was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient started to have repetitive urinary infections and pain in groin and hip.